Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission: 06/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: during testing, the pump powered on normally. The pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no self-suspension or other issues. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The complaint was not duplicated during testing.